Manufacturer narrative:
A definitive cause of the post-op complications cannot be determined. As reported, patient experienced pain post implant of the 3dmax mesh. Patient underwent exploratory laparotomy which showed, "at the inguinal level, the prosthesis inserted eight months ago is well positioned, and there are no signs of inflammation at this level." Pain is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. The warning section states ¿to avoid injury, careful attention is required if fixating the mesh in the presence of nerves, vessels, or the spermatic cord. Fastener penetration into underlying tissue containing nerves or blood vessels may result in the need for medical/surgical intervention, cause serious injury or permanent impairment to a body structure¿. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported the "patient presented with a right inguinal hernia that had been present for several years but had become symptomatic with inguinal pain on exertion in recent months. Examination showed a solid wall on the left. There is also a left scapular lipoma which has progressively increased in size and is becoming bothersome with certain movements." On (B)(6) 2019 the patient underwent repair of the inguinal hernia with the implant of a 3dmax mesh and removal of the left scapular lipoma. Per information provided the mesh was "positioned as a hammock in front of the iliac vessels and cord elements. The plate perfectly covers the deep inguinal orifice. Good haemostasis. Exsufflation under visual control/ the peritoneum embraces the plate anteriorly. Aponeurotic suture with vicryl 0 at the 10 mm incision intradermal suture with absorbable thread." On (B)(6) 2019 the patient underwent an exploratory laparotomy due to right iliac fossa pain. Per information provided, "in the right iliac fossa, there are adhesions of the omentum to the wall over old appendectomy scar. These are gradually freed using scissors and bipolar forceps. The cecum is not attached to the wall. However, at the end of adhesiolysis, a very indurated epiploic zone will be found, but without any sign of real necrosis or abscessation. This zone is located just inside the scar and therefore appears to be what was palpated externally during the clinical examination. The last small loop and the cecum are freed from a few adhesions in front of the iliac vessels. The area described above will be freed, again using bipolar forceps and scissors. At the inguinal level, the prosthesis inserted eight months ago is well positioned, and there are no signs of inflammation at this level. The indurated omentum is resected using forceps and scissors. The specimen is placed in a small-diameter endocatch bag. The remainder of the omentum is quite flexible, particularly in the right flank. Per the information reported, "I have had unbearable chronic pain since the implantation of the polypropylene inguinal prosthesis in (B)(6) 2019 abdominal pain (belly pain) plus testicular pain plus lower abdominal pain, and back pain etc.," "these operations, impact on personal and professional life."